Manufacturer narrative:
A united states (us) customer reported multiple discordant, falsely depressed carbon dioxide patient results (7 patients) obtained on a dimension vista 1500 instrument. Siemens is investigating the issue. MDR 2517506-2023-00127 was submitted in conjunction to this report.

Event description:
Multiple discordant, falsely depressed carbon dioxide patient results (7 patients) were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The same samples were reprocessed on an alternate dimension vista 1500 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00128 on 18apr2023. Additional information (25apr2023): a united states (us) customer reported multiple discordant, falsely depressed carbon dioxide patient results (7 patients) obtained on a dimension vista 1500 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the sample 3 (s3) mixer, the s3 vertical belt, the integrated multisensor technology (imt) arm belts, imt horizontal motor, imt drain, and imt controller area network (can) board. The cse also performed system alignments. The parts replaced by the cse is part of normal troubleshooting/maintenance for issues of this nature. The cse followed up with the customer and the customer confirmed the system was operational. Siemens concluded that the potential cause was due to component-related issues. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2023-00127_s1 was submitted in conjunction to this report.